Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced sustained hyperglycemia, with a highest self-monitored blood glucose of 562 mg/dl and a continuous glucose monitor (cgm) reading of ¿high¿ for approximately six hours after overtreating nocturnal hypoglycemia; the patient felt hot, was advised to follow their ketone action plan but lacked strips, and the infusion set and tubing were changed with no supply abnormalities noted. This indicated an improper or incorrect use procedure rather than a device component issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, consistent with improper or incorrect procedure or method and a device component term not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.